Event description:
Additional information was received that the patient did not receive efficacy from vns and that the device was disabled for a while. The patient wished to have the vns explanted due to lack of efficacy. Clinic notes were later received indicating that the patient experienced a dramatic decrease in her seizures after vns implantation and this continued to be of benefit through 2003 when the device was replaced. At some point the vns reached end of service and a significant change in seizures were not noticed following battery depletion. Patient underwent generator replacement on (B)(6) 2015. Attempts for the return of the explanted generator will be made but the explanted generator has not been received to date.

Event description:
It was reported that the vns patient¿s device was not working. It is unknown if the generator battery was depleted or if there was a generator malfunction. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2008. A battery life calculation using the available programming history showed 0 years remaining until eri=yes. Although this is likely the reason for the comment that the device was not working, it cannot be confirmed. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received that the explanted generator might have been discarded by the explanting facility; therefore, no product analysis can be performed.